Event description:
It was reported that cadd medication cassette reservoir was observed leaking at the upper corner of the bladder along the seam near the blue flow-stop clip. The unit contained fentanyl 2 mcg/ml-ropivacaine hcl 0.2% pf 200 ml ns. The white pinch clamp on the pigtail tubing and the red luer-lock cap were secured as required. No damage was observed to the outer cadd case or tubing. The leak was confined to the upper corner of the bladder near the blue flow-stop clip. Cadd medication cassette reservoir.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.